Manufacturer narrative:
A sample device was not returned for analysis as it was retained in patient's eye. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced felt something like a tearing in the corner of the eye in both eyes and discomfort as if something had entered, patient had also lost far vision, not even to watch tv. Additional information was requested.